Manufacturer narrative:
The returned device was evaluated and had the cannula assembly fully deployed and the pink slide insert was visible in the viewing window. The downloaded data showed that the device ran 44 first prime pulses and was deactivated at 3253 pulses. Although inspection of the needle mechanism assembly found no evidence that would result in the needle deploying late, a root cause for the reported event could not be determined. The downloaded data returned an 0x6a. No damages or defects were found during investigation that would contribute to the observed alarm and or indicate a failure to deliver insulin.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Changing your pod: chapter 3 / pages 33; warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
The patient reports while wearing a pod for less than an hour the needle had not deployed. The needle had deployed late after the patient had selected "no" when it display on the personal diabetes manager asking if the cannula was inserted properly into the skin. The patient applied a new pod.